Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that two annuloplasty rings were explanted after an implant duration of approximately 2 months due to tricuspid insufficiency and mitral insufficiency with dehiscence. This report will address the mitral ring. Per the operative report, this patient presented with recurrent endocarditis. This patient was also noted to have two previous aortic valve replacements (avr) on (B)(6) 2011 for endocarditis. On (B)(6) 2011, the patient presented again with endocarditis, along with root abscess, bad lv and rv function with leakage of av valves. The patient had a freestyle 25 root replacement and reimplantation of coronary arteries, along with tricuspid and mitral valve repair. The patient now again presented with recurrent endocarditis with complete dehiscence of the proximal suture of the freestyle graft. Recurrence of severe mitral and tricuspid insufficiency. The mitral ring was dehiscent at the level of the anterior leaflet. Patient was treated with antibiotic therapy; penicillin and geomycin. This was the fourth episode of endocarditis and until now, there is no positive culture (of the bacteria). There has been no allegation of a malfunction or deficiency related to the edwards ring.

Manufacturer narrative:
Device not returned. Endocarditis occurring early post-operatively, within 60 days, is usually due to perioperative bacterial contamination of the valve. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. Unfortunately, the root cause of this event could not be determined without the sample device. However, it should be noted that this is the patient's 4th episode of endocarditis in less than 1 year.